Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The pt reported that he required medical treatment at the hospital after the ez breathe atomizer failed to produce an aerosol mist to alleviate his asthma symptoms. The pt added that he cleaned the atomizer according to the product's instructions. The pt is a (B)(6) year old male with a past medical history that is significant for asthma. The pt did not report any allergies to medication and added that he does not smoke.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the medication cup was not returned.